Event description:
Surgeon was performing a right total hip on a (B)(6) female pt for osteoarthritis on (B)(6) 2010. While placing the bone screw into the acetabular component during the total hip surgery, the screw head broke off. The physician left the remaining part of the screw in place in the acetabular component. It appears in measurement of the remaining screw to be 8 mm in length. Unknown whether future event may occur with top of screw broken off.